Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. During the visual examination of the photo it was observed that the needle had pierced through the wall of the catheter tubing at the base confirming the reported defect. Media was observed within the catheter tubing. If the spear through had occurred during the manufacturing process the user should have noticed the defect before insertion. Additionally, a spear through of that type would not allow for insertion of the catheter into the vein. Presence of media in the tubing indicates that the catheter was able to be inserted. Based this evidence, the most likely root cause is user error due to reinsertion of the needle. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: received call from sales rep who stated "nurse said she tried to thread off IV, she to pull back IV catheter and tried to reinsert, when she tried to insert needle went thru the catheter. She safetyed the needle, and the needle pulled out of the IV catheter". Ref 381433 lot 0099687, sample is not available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: received call from sales rep who stated "nurse said she tried to thread off IV, she to pull back IV catheter and tried to reinsert, when she tried to insert needle went thru the catheter. She safetyed the needle, and the needle pulled out of the IV catheter". Ref 381433, lot 0099687, sample is not available.